Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9141570, medical device expiration date: 2024-05-31, device manufacture date: 2019-05-21, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown." Investigation summary: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 9141570. Unable to perform complaint lot history check due to an unknown lot number for needle clog. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there is no insulin flow during priming with bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that there is no insulin flow during priming.